Manufacturer narrative:
This event has been reported by the importer on MDR# 2429304 - 2022 - 00106. The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports, a patient has contracted an infection. The customer further stated the doctor was using a cystonephrofiberscope. The doctor is from a different facility. The reporter feels the doctor did not reprocess the scope correctly. The reporter stated that the doctor was hinting at concerns with infections control issues. The doctor is using sterrad 100nx for reprocessing which is not in the instructions for use (IFU) as a valid reprocessing method. The reporter feels the scope was not reprocessed correctly and the issue has been addressed by filing the report. The scope is not being returned due to the belief there is nothing wrong with the scope, the error was in the reprocessing. Additional details regarding the patient and event have been requested. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, although the reprocessing method is unknown, the first report received from the facility does not comply with olympus¿s instructions for use (IFU). The patient information and outcome are unknown. It is also unknown if a microbiological test was performed. Therefore, the root cause could not be determined. The event can be detected/prevented by following the IFU which state: ¿warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who contact them.¿ this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.